Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that multiple episodes of non-sustained rv oversensing were observed on the ventricular lead due to noise. Noise was not reproducible in clinic. Lead was capped and replaced. Dft testing post replacement was successful.